Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump received a post-reset alarm, corrupt history pointers, and invalid trace pointers. Customer's blood glucose was unknown at the time of incident. Customer indicated that they are in the hospital and the insulin pump was worn in or around an MRI machine. The hospitalization was not diabetes-related; the customer had a mini-stroke. After exposure to the MRI machine, the insulin pump could no longer receive blood glucose values sent by the sensor and transmitter. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.